Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number unknown at time of report.

Event description:
The customer biomed reported that the device has completely locked-up. There was no adverse event or patient harm reported.